Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed the charge and boot testing. The receiver was found to be perpetually rebooting. The receiver case was opened and it passed the interior visual inspection. The main board was separated from the ui-u1 to perform receiver download. The log was reviewed finding no issues related to the complaint. The receiver functional test was attempted but could not be performed due to continuous initialization. The reported event that the receiver ceased to function could not confirmed. The root cause could not be determined.